Manufacturer narrative:
No further information is available on the product at this time. No photographic evidence or samples were provided. However if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report indicating that a light handle cover fell onto the surgical drapes during a procedure. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).